Event description:
The customer obtained a higher than expected, non-reproducible vitros tropi es result from a single patient sample using vitros tropi es reagents on a vitros 3600 immunodiagnostic system. Vitros troponin I es result: 0.0581 ng/ml vs expected 0.019 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician. The result was reported to a clinician and a corrected report was later issued. There was no allegation of patient harm was made as a result of the event. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected, non-reproducible vitros tropi es result was obtained from a single patient sample using vitros tropi es reagents on a vitros 3600 immunodiagnostic system. The assignable cause for event is most likely an unexpected analyzer performance which required service to be addressed. Following service actions the analyzer was operating as expected again. The possibility that inappropriate pre-analytical sample processing or an unexpected reagent performance had contributed to the result could not be ruled out entirely.